Event description:
Consumer alleges that both back wheels have cracks in them because the brakes were digging into the wheels.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-04742 indicting the brand name as a mechanical (manual) wheelchair. The correct brand name is mechanical walker, rollator.